Event description:
It was reported the pt had been experiencing discomfort and pain at the ipg site. X-rays indicated the battery turns in the pocket. The pt would like to have the battery site relocated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.